Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifescience affiliate in (B)(4) , regarding a patient who underwent an implant of a 29mm sapien 3 valve in aortic position by transfemoral approach, 6 years and 6 months post procedure the patient exhibited shortness of breath. Degeneration with stenosis of the 29mm s3 was observed. The valve has an expanded area measured by the physician from 540mm. As per medical opinion, the most likely reason for the stenosis was a not fully expanded prosthesis. A successful valve in valve procedure was performed with a 26mm sapien 3 ultra, inflated with extra 3ml.

Manufacturer narrative:
The device was not returned for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required. A risk assessment was performed on the reported event and the risk of valve degeneration has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training on valve stenosis. Users are informed of the residual risks associated with use of the valve through the potential adverse events section in the instructions for use (IFU) and/or device training materials. The benefits of the system outweigh the risks associated with valve degeneration. Since no product non-conformance were identified, a product risk assessment (pra) escalation is not required. Since no edwards defect was identified, no corrective or preventative actions are required. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, complaint was unable to be confirmed due to device unavailability/imagery unavailability. Based on the limited information provided, the root cause for the valve degeneration approximately 6 years 6 months post valve implant could not be determined, but may be related to the patient's co-morbidities and/or progression of the pre-existing valvular disease process.